Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: a 4076-52 crdm non-defib lead, implanted: (B)(6) 2011. A 4076-45 crdm non-defib lead implanted: (B)(6) 2011. A 4196-88 crdm non-defib lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that lead integrity alert (lia)was triggered. Additionally, there were multiple episodes of non-sustained ventricular tachycardia (vt) and high short interval counts (sic). A lead fracture was suspected. The lead was reprogrammed and explanted and replaced the next day. No patient complications have been reported as a result of this event.